Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked what circumstance that led to charging more frequently, patient stated it was like that since day I got it ((B)(6) 2018). It was noted the patient hadn't done anything and had no idea what to do to resolve the charging more frequently. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient had to charge his battery in his back every two days. Patient services clarified, and patient noted that he was told that it would last for 17 days which he thought was weird but had to charge every two days. No further complication and no symptoms were reported.